Event description:
It was reported to boston scientific corporation that a low profile button replacement g tube was used for administration of nutrition on a child. According to the complainant, post procedure, the parent had several issues with the adapters that are used for feeding and decompression. The parent stated that the adapters do not lock in place therefore, the adapters pull away from the button in addition, the child is able to pull them out. To place the adapters requires too much force and is bothersome for the child. The white clamps on the feeding sets pull and stretch the stoma site and causes the tubing to disconnect. The button cap does not stay closed and leaks water out when not in use. There were no patient complications reported as a result of these events. The patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)